Event description:
The customer reported that the system displayed a table communication error message during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and cleaned the optical coupler contacts. The fiber optic cable was cleaned and reseated. The system was tested and found to be working as intended and put back into service.